Event description:
It was reported that the right atrial lead exhibited intermittent capture, high thresholds, low impedance, noise and insulation anomaly. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis found that the outer insulation was fractured at 27.5 cm to 30.0 cm from the connector pin and the outer coil was fractured at the same location. The damage was consistent with clavicular crush damage. The insulation was abraded at multiple locations.